Event description:
It was reported that a peritoneal dialysis (pd) patient had to disconnect from pd treatment for a medical emergency. Upon follow-up, the pd nurse stated the patient had a central venous catheter (cvc) in ther jugular vein from back up hemodialysis in june, which fell out. As a result, the patient went to the hospital. The event was not related to the cycler in anyway. Per the nurse, the patient was on back up hemodialysis (hd) in june to due malfunctioning pd catheter which was not related to any fresenius device, or product. There were no reported adverse events related to any fresenius product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).